Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that short v-v intervals were noted on the right ventricular (rv) lead. Possible undersensing was noted, and oversensing noise was also noted on stored electrograms (egm). The rv lead remains in use. No patient complications have been reported as a result of this event.